Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported multiple tasp shims were returned missing ball bearings on a worn instrument claim form. It was further clarified that all those instruments were from long time ago, and they are not from the same procedure and had no specific reasons for the issues. Attempts were made and all available information was provided.